Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged with moisture) issue. The reporter alleged there were scratches on the display and they were unable to read it. There was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during investigation, the display lens was scratched with moisture on it. The battery compartment was cracked above the grip pad, had a leak in it, and had moisture in it. The pump was opened to find moisture on the transceiver board.